Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned in two pieces. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead oversensed noise, which inhibited pacing. The lead was explanted and replaced. The patient was in stable condition.